Event description:
It was reported that the patient presented for a scheduled device change out procedure and the left ventricular lead exhibited low impedance measurements. The lead was successfully capped and replaced. The patient was in stable condition post surgery.